Manufacturer narrative:
The pipeline device has not been returned for evaluation. The device was not returned; the event reported in this article could not be confirmed. The cause of the event could not be conclusively determined from the reported information. Mdrs related to this article: 2029214-2017-00410 2029214-2017-00411 2029214-2017-00412 2029214-2017-00413.

Event description:
Medtronic literature review found a report that a pipeline device did not open during a procedure. The purpose of this article was to describe removal techniques of the pipeline embolization device (ped.) The authors identified five cases in which in-situ removal of the ped was required. The article states that in case 1, a pipeline device was attempted to be implanted in the cavernous internal carotid artery (ica.) The article states that the corking technique (removal of a partially deployed in situ pipeline when the push wire is intact) was used to remove a ped after ¿failed distal deployment.¿ the device was removed without incident. The authors did not note any patient injuries in connection with this event. Colby, g. P. Et al. (2012). In situ removal of the pipeline embolization device: the ¿corking¿ and ¿pseudo-corking¿ techniques. Journal of neurointerventional surgery, 5(2). Doi:10.1136/neurintsurg-2011-010234.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.